Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device code 2017 - use after damage.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous carotid stenting procedure using an 8f sheath. Reportedly, prior to use it was noted that the anterior sheath of the proglide was slightly loose; however, the device was continued to be used. When the proglide device was removed after deployment, it was noticed that the distal sheath was separated and remained in the patient's vessel. The separated part of the sheath was removed via surgical intervention with local anesthesia. Hospitalization was prolonged as a result of the surgical intervention. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned device found that the guide was separated from the distal end of the guide tube. The separated guide including the sheath was returned. Follow-up with the account confirmed that a guide separation had occurred [as opposed to a sheath separation]. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The reported ¿loose sheath¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was attempted to be used after damage was observed. It should be noted that the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, the IFU deviation likely contributed to the reported difficulties. The reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.